Event description:
The customer called to report an alarm on the insulin pump. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer was advised that the insulin pump needed to be replaced. The customer stated she will call back once she decides what to do since the insulin pump is out of warranty.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.